Event description:
It was reported that on (B)(6) 2013, the pt went to the hospital and told the doctor his catheter was out of his body. The doctor checked and confirmed that the catheter was separated from the cuff still in pt's body. A new catheter was placed.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of revd0033 showed four other similar product complaint(s) from this lot number. All complaints for this lot number (revd0033) have been reported from one china facility.